Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified distal circumflex artery. A 2.5 x 15 mm mini vision stent delivery system could not cross the lesion and during removal the stent caught on the distal edge of an unknown guiding catheter and a stent strut was lifted. Another mini vision was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent damage and difficulty to remove were confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.